Event description:
Device report from japan reports an event as follows: it was reported that in (B)(6) of 2021, the patient underwent a surgery for trochanteric fracture of femur using cement and tfna implants. The surgery was completed successfully. After surgery on an unknown date, the medial inversion of the bone head and a fracture-like line near the femoral neck were confirmed by x-ray and CT. Although bone union of trochanter was confirmed, a revision surgery via bha will be performed since there is no expectation for bone union of new fracture of femoral neck. The sales rep considers the event as follows. The fracture occurred at the border between the cemented and non-cemented areas of the bone (around the femoral neck). Hard cement may have occupied a certain area of the bone head reducing the elasticity of the fragile bone head and breaking it between the hard area and brittle area of the bone head. No further information is available. This report is for traumacem (tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred on an unknown date after (B)(6) of 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.